Manufacturer narrative:
Additional information: x-ray analysis: levels implanted l2-l4. Short segment construct with pedicle screws in l2-l4. Unknown pathology. Patient has lost lumbar lordosis. Both of the pedicle screws are fractured. No fusion is present at l3- 4 but may be present at l2-3. Root cause: surgical technique, patient factors.

Manufacturer narrative:
(B)(4). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date, post-op, doctor found the implant was fractured on the screw thread. Patient had under went a surgery due to spinal trauma. The patient had an operation and the product was explanted. The product came in contact with the patient.